Event description:
It was reported a revision surgery was performed to address a vitality closure top that backed out of a vital mis screw post-operatively at s1. No further information has been provided. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned for evaluation. However, an x-ray was provided and used to confirm the closure top backed out of its mating screw. Potential cause: root cause was unable to be determined. This event could possibly be attributed unknown traumatic events, patient factors or operational impacts. DHR review: the DHR was unable to be reviewed because the lot number is unknown. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00415.

Event description:
It was reported a revision surgery was performed to address a vitality closure top that backed out of a vital mis screw post-operatively at s1. No further information has been provided. This is report two of two for this event.